Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after multiple cryo ablation procedures, the patient developed sinus tachycardia, premature ventricular contractions (pvc), premature atrial contractions (pac), and ventricular tachycardia. The outcome of the cases is unknown. No further patient complications have been reported as a result of this event.